Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the unit was not producing an image. Further inspection revealed a fault printed circuit board causing no image with 180 series scopes. Additionally, the unit had notable physical damaged on the front cover and front panel. The video socket was found defective, and the software requires updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus evis exera iii video system center loaner device, it was discovered that the unit was not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being produced could not be identified. However, it¿s likely the cause is related to a defective/faulty patient board set. The cause of the defect might have been related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed, but the cause could not be identified. It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.